Manufacturer narrative:
The device analysis report is attached. This report is submitted on march 31, 2020.

Manufacturer narrative:
It was reported that the patient's device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery. This report is submitted 04 december 2019.

Manufacturer narrative:
This report is submitted on september 23, 2019.

Event description:
Per the clinic, the patient sustained a head trauma for which she was hospitalised. She later experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.